Event description:
(B)(6) states that the left arm will not stay locked into place. (B)(6) states that when the patient puts their weight on the arm it will release.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.